Event description:
The manufacturer received information alleging a bipap avaps c series alarmed and had a ventilator inoperative condition. The patient was admitted to the hospital. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported a bipap avaps c series alarmed and had a ventilator inoperative condition. The patient was admitted to the hospital. The device was returned to the manufacturer's quality assurance laboratory for further investigation.the device passed all testing and was found to operate to design specifications. The ventilator inoperative condition could not be duplicated. A review of the device's error log indicates the ventilator inoperative conditions did occur on the day of the reported event. The manufacturer found two ultra-fine filters installed in the device, when the manufacturer recommends one ultra-fine filter to be installed. Dark colored contaminates were found on the filters and in the device's airpath and blower assembly. The device's patient event report was downloaded and reviewed. The report confirmed the alarms were disabled.